Event description:
As reported by the user facility: upon removal of product, the nurse inspected the end of the catheter, and it measured only 2mm long. Nurse searched for remainder of catheter among dressings, not found, palpated insertion site, not felt. Testing performed to search for product: xray, ultrasound, CT scan, no findings. Patient had no symptoms of distress: respiratory wise or cardiac wise; no complaints of pain/discomfort. Site of insertion l arm, no s/s phlebitis, or redness. Insertion was not difficult. Date of insertion: (B)(6) 2012. Date of removal: (B)(6) 2012. Used saline lock, flushed q 8hrs with 3ml of 0.9% ns. Pt. Discharged home. Product being retained at facility, they will supply b. Braun with digital photo(s).

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun (B)(4). (The importer). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample or lot number a thorough investigation could not be performed. All available information was forwarded to the actual manufacturer for further evaluation. The facility did return photographs of the portion of the device that was removed from the patient. These photos depicted an oval-shaped cut on the catheter, which is consistent with damage that would be sustained if the catheter was cut with a pair of scissors during bandage removal. However, because a sample was not returned, no specific conclusions can be drawn.